Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft limb was also implanted during the procedure. The type ia endoleak was treated with a palmaz stent using the kissing technique. A pre-planned adjunctive procedure to treat previously stenosed right renal and sma were also carried out during the procedure the unknown endoleak identified on the patients discharge CT scan the day after the index procedure was confirmed to be the same endoleak seen during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that contrast enhanced ultrasound carried out approximately two months post the index procedure showed no endoleak. It was also reported that no suspicious endoleak was shown on CT or contrast enhanced ultrasound at 1 month follow-up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft was implanted in a patient for the chevar treatment of a 60mm juxtarenal abdominal aortic aneurysm. The proximal aortic neck diameter was 18mm and neck length was 6mm. It was reported that a type ia endoleak was observed on final completion angiogram at the end of the procedure. It was also reported that an unplanned adjunctive procedure was also carried out during the index procedure. A non-mdt stent was also implanted during the procedure to treat an endoleak. The event has not been assessed by the investigator. No additional clinical sequelae were reported and the patient is being monitored.